Event description:
It was reported that a flo-gard infusion pump¿s door was broken. This was identified before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing and an alarm log review were performed. The broken door was identified during visual inspection and a door open alarm was found during the alarm log review. The cause of the condition was not determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.